Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. UDI: (B)(4) the device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of an event involving the maxxair ets mattress replacement system that had been placed on a citadel plus bed frame. The customer reported that ¿the side deflated and the patient fell out of the bed.¿ as a result, the patient sustained a head injury requiring sutures classified as a serious injury.

Manufacturer narrative:
In the citadel plus instruction for use (IFU 831.374 rev.14) there are several mentions that warn user about possible risk of patient¿s fall: "to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended." It is unknown what was the bed's high. "Caregiver should always aid patient in exiting the bed." ¿whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use." The process of gathering and analysing the data is ongoing to establish the root cause of the event. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The involved citadel plus bed and the maxxair mrs system (consisting of the pump and the mattress) were inspected by an arjo service technician. It was noticed that the hose connecting the pump to the mattress had not been properly attached. The connector was then pushed in further to ensure it was securely clipped into the blower. The preparation for patient placement section of the maxxair instruction for use (IFU 310115-ah rev.4) informs to "attach hose connection to therapy unit." Moreover, the IFU in the troubleshooting section iforms that if cells do not inflate, the hose may not be properly connected to mattress or air unit. The remedy is to properly connect hoses. Based on the above, the most likely the customer staff connected the pump to the mattress incorrectly. No failures of the bed and system were found. The incorrect connection between the pump and the mattress could have caused the alleged slight deflation observed on the right side of the mattress, near the middle section. However, if a mattress deflates even slightly, it actually causes the patient to sink into its surface. As a result, when the air pressure decreases, the patient¿s stability increases, and it becomes more difficult for the patient to roll out of the bed. Thus, the correlation between the arjo devices and the patient¿s fall could not be established. The event was unwitnessed. When the arjo representative visited the facility both foot-end side rails were lowered. The nurse who was contacted to clarify the event scenario didn¿t know how the side rails were positioned at the time of the event. The citadel plus instruction for use (IFU 831.374 rev.14) states: "it is recommended that side rails (if used) be locked in the full upright position when the patient is unattended." Moreover, in the IFU there are several mentions that warn user about possible risk of patient's fall: "to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended." It is unknown what was the bed's high at the time of the event. "Caregiver should always aid patient in exiting the bed." "Whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family." Based on the above, there were no arjo device faults that could have caused or contributed to the fall. Therefore, the arjo devices did not fail to meet their specification when the reported event occurred. The exact cause of the event could not be determined. The devices were in use for the patient treatment and from that perspective they played a role in the event. The complaint was assessed as reportable due to the allegation of a patient fall from the bed. The patient sustained serious injury. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.